Event description:
Event description boston scientific received information that this ventricular lead was noted to have gradually decreasing r wave amplitudes since being implanted 5 days earlier. The device was found to have noted in teh daily measurements "off' and 'retry' occurring on certain days. The threshold measurements had increased steadily over the previous 3 days to 2.3mv. It was noted by technical services that the device was undersensing and pacing when not needed. The lead was found to be dislodged and was successfully repositioned and remains in service. There were no adverse patient effects.